Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display that was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump booted and the display screen was observed to be dim with a pink contrast. A crack along the battery compartment extending from the threads to the case seal was observed. A small tear in the bolus button cover was observed. The bolus button responded properly to testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). In the serial number field, the initial complaint identified product serial number (B)(4). The correct product serial number is (B)(4).